Event description:
Philips received a complaint from the customer biomed, reporting the touch screen on the v60 ventilator does not function properly. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The bme reported touch screen calibration did not resolve the issue. The customer requested and was provided the part details for touch screen replacement.

Manufacturer narrative:
H10: the biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was not working properly. The bme also informed the rse that touchscreen calibration was performed, but the issue remained. The rse provided the bme with the part number and price of the replacement touchscreen for repair upon request. The bme replaced the touchscreen and confirmed that the reported issue was resolved. The device successfully passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.